Event description:
It was reported that during a routine upgrade to a bi-ventricular system, it was noted that the atrial lead had fractured. Upon opening the pocket, insulation damage was also observed on the lead. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.